Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, after initial endoscopic lithotripsy procedure and before patient discharge, patient experienced bladder spasms, discomfort, hematuria, and urinary retention. The procedure was completed successfully. There was no relationship reported between the reported bladder spasms, discomfort, hematuria, and urinary retention, and the device itself.

Event description:
It was reported that, after initial endoscopic lithotripsy procedure and before patient discharge, patient experienced bladder spasms, discomfort, hematuria, and urinary retention. The procedure was completed successfully. There was no relationship reported between the reported bladder spasms, discomfort, hematuria, and urinary retention, and the device itself.

Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, since the reported adverse events are known and documented in the labeling, the most probable cause that contributed to the reported event was selected as known inherent risk of device. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.